Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? How much time the surgery was prolonged due to ¿suture snapped during the procedure¿? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. A manufacturing record evaluation was performed for the finished device lot v9002, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cataract procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture snapped. Another like device was used to complete the procedure successfully with an unspecified delay. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/07/2020. H3 evaluation: complaint sample: complaint sample was not received for investigation. Retain samples of incident codes nw3718 and lot number v9002 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects, but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects, but no such defects were observed. The needles were inspected for any attribute defects, but no such defects were observed. The retain samples were tested for straight pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength (straight pull) value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, straight pull (tensile strength) test is applicable & measurable parameter. Straight pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average straight pull tensile strength value of the retain sample was found to be 0.044 kgf and value at the time of finished good release was found to be 0.031 kgf which meets the usp average straight pull tensile strength requirement. All the individual as well as average straight pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw3718/v9002. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/07/2020. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke?- sclera of the eye how much time the surgery was prolonged due to ¿suture snapped during the procedure¿?- 5-10 minutes. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. ¿ no, just the surgery was prolonged and new suture is used. Device return status/follow up? Device is available - deferred due to quarantine restrictions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent to the FDA: 4/132021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 h6 component code: g07002 ¿ conforming device additional h3 investigation summary: complaint sample: an opened complaint samples were returned for analysis. The received one foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles at bottom side of foil. No defects are observed on the opened part of the sealing area. Suture and needle material was visually inspected under 10 x magnification for attribute defects like kinks, weak spots, broken piece, fray, brittleness, roughness, fractured, frayed, scraped, severed, and/or notched suture and it has been observed that suture was pulled with force during use. Suture needle attachment area was inspected and found satisfactory. Needle was visually inspected and found satisfactory. Retain samples of incident codes nw3718 and lot number v9002 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects, but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects, but no such defects were observed. The needles were inspected for any attribute defects, but no such defects were observed. The retain samples were tested for straight pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength (straight pull) value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, straight pull (tensile strength) test is applicable & measurable parameter. Straight pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average straight pull tensile strength value of the retain sample meets the usp average straight pull tensile strength requirement. All the individual as well as average straight pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw3718/v9002. Pc-000793294 date sent to the FDA: 4/132021 corrected information: d3